Manufacturer narrative:
(B)(4) on an unreported date between (B)(6) 2014 and (B)(6) 2015 the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On an unreported date, dianeal therapy was discontinued, and the patient was switched to hemodialysis therapy; however, it was not reported if this occurred coincident with this episode of peritonitis. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date approximately seven months prior to this report, the patient recovered. Should additional relevant information become available, a supplemental report will be submitted.